Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was at 253 mg/dl. Customer states the pump was not rewound with a reservoir in place. The customer was at work and could not properly troubleshoot the issue. The customer did not troubleshoot the issue.